Manufacturer narrative:
H4: the device was manufactured from may 31, 2023 - june 01, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets leaked. The sets came loose from the tpn (total parenteral nutrition) bag being filled during compounding. There was no patient involvement. No additional information is available.